Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operative to her permanent implant procedure, the patient was not receiving leg stimulation as a result of lead migration. Subsequently, the patient underwent surgical intervention the same day during which the scs lead was repositioned which resolved the issue.